Manufacturer narrative:
The electrode belt and monitor have not been recovered. The last device downloaded flag data does not indication a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one appropriate treatment during vf. At 15:22:52 on (B)(6) 2022, the patient's rhythm was vf. Motion artifact and varying rates/amplitudes prevented the lifevest from treating the patient. At 15:24:35, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact and varying rates/amplitudes. The patient's post-shock rhythm was asystole for 6 seconds transitioning to sinus bradycardia at 20 bpm with unconducted p waves. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.